Event description:
Customer reported device=331 mg/dl. Patient was given 6 units of regular insulin. Lab performed 25 minutes afterwards=31 mg/dl. Repeat lab draw performed 1 hour after original =25 mg/dl. Unknown treatment was administered to bring blood glucose back up. Controls were in range. Linearity numbers were performed. A request was made for return product, however replacement product was declined.